Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
On (B)(6), 2022, the distributor reported the additional information: the pump history was reviewed, and multiple malfunction alarms were identified to have occurred. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B3: event date